Manufacturer narrative:
This report is being sent as follow-up no. 1 to update sections d9, h3, and h6, and to provide the completed investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. Based upon the inspection of the returned sample the reported event was reassessed and deemed not reportable. One (1) 6 french angio-seal vip device was returned for product evaluation. The returned sample includes an unused and unopened device. The device was opened, and all components were present. No issues were identified with the components. The carrier tube and hemostasis sheath were fully mated and fully deployed in the vessel model, and the anchor and collagen were able to be fully tamped. No issues were identified with device deployment. The complaint was unable to be confirmed for a device-related issue. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode effects analysis (fmea)/hazard based risk table (hbrt). Therefore, this event is currently deemed a non-reportable event.

Manufacturer narrative:
E3: occupation: cardiac cath manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that upon completion of the procedure, the arteriotomy locator and sheath are inserted into the artery, the device was used to identify location, the arteriotomy locator was removed and the angio seal device was inserted until a click is heard. The device was pulled back until a second click was audible, and the sheath was pulled back, collapsing the collagen plug, and the tamper tube was used. After pulling the tamper tube back, the staff members state that the collagen plug was partially stuck in the tamper tube. They have cut the device as guided, pull the suture and with a hemostat stuff the collagen plug into the arterial track and then held pressure for 15 minutes. No patient needed further intervention to femoral site. The procedure performed was a femoral cardiac cath. No blood loss was reported. There was no patient injury and/or medical or surgical intervention required. Additional information was received on 25mar2025: a 6 french sheath is standard use for the facility. An angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The device entered the artery fine, the problem occurred after deployment of collagen and use of tamper tube. The patient was stable. There was no noticeable damage to the devices, the staff was unsure as to why the device issue occurred. Hemostasis was achieved on the patient.